Event description:
It was reported that a patient underwent a surgery due to an accidental injury on (B)(6) 2023 and suture was used. There were multiple abrasions on the body, severe scratches on the left lower limb, and significant bleeding. The patient urgently needed to be sutured. The doctor immediately cleaned and disinfected the wound for the patient, and sutured it. After suturing, the wound was fixed with a gauze bandage. The patient was instructed to come to the hospital tomorrow to change the dressing. On the second day after surgery, the patient complained of itching and pain at the suture site. Upon opening the gauze, it was found that the wound site was red and swollen, with a light yellow clear exudate. After disinfecting the patient's suture site, replace it with a new suture. And advise the patient to closely observe the wound, avoid spicy and stimulating diet, and avoid smoking, alcohol, and seafood. Oral loratadine dispersible tablets once a day, and cefixime capsules once a day. The patient complained of significant relief in the itching and pain of the wound after changing the dressing the next day. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the patient's weight and bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.